Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the device was explanted and replaced on (B)(6) 2014.

Event description:
It was reported that a patient experiencing fatigue presented to the emergency room. The pulse generator exhibited backup vvi mode. A device replacement would be scheduled.